Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician inspected the lead and noticed one of the four tines looked damaged; it was pointing in opposite direction than others. The physician did not feel comfortable implanting the lead. The lead was removed from use and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.